Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to received information, preventive maintenance was performed by facility biomedical engineer and after that pressure transducer test failure was noticed. On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. It was noticed that the spring on the nozzle unit was bent. Based on information received from biomedical engineer, nozzle unit was dropped during completing the preventive maintenance procedure. Replacement of the maintenance kit including nozzle units solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The defective parts were not returned for investigation, despite request. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. Information provided by technician in communication box confirmed that nozzle unit is physically damaged. The reported issue was not confirmed in provided device's logs in the date of event. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to physically damaged nozzle unit during performing preventive maintenance procedure.